Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for out of range pacing impedance measurements; however, the value had not yet been displayed. All lead measurements had been stable up to that point, and there was no evidence of noise on the lead. Additional information was received which noted the impedance measurements were less than 200 ohms. No actions or interventions were planned or performed. The patient was scheduled for follow-up in the future. No adverse patient effects were reported. The lead remains in service.